Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(6), product type: lead product ID: 3778-60, serial# (B)(4) product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4) implanted: explanted: product type recharger.

Event description:
It was reported that the patient received a spinal cord stimulator implant on (B)(6) 2011 and received another one on (B)(6) 2012 because they had a malfunction. It was later reported that to the manufacturer representative knowledge the patient had not had a device replacement.

Manufacturer narrative:
(B)(4)